Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during completion of the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message was observed indicating a telemetry anomaly. Boston scientific technical services (ts) discussed ensuring the wand is directly over the device for optimal telemetry performance. Additionally, a da error was noted. Boston scientific technical services (ts) discussed this indicated a self-correcting error and no further action was needed. No adverse patient effects were reported.